Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-00059, 1221359-2022-00060, 1221359-2022-00061, 1221359-2022-00062, 1221359-2022-00063, 1221359-2022-00064, 1221359-2022-00065, 1221359-2022-00066, 1221359-2022-00067.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient 1 of 10. The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m165163 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m165163 and test base part number 190-430 / lot m165163. Quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m165163 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified .